Manufacturer narrative:
Date of event: between between (B)(6) 2019 and (B)(6) 2020. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient developed heterotopic ossificiation post-op. The patient was reported to be in stable condition and no treatments plans were identified.

Event description:
It was reported the patient developed heterotopic ossification post-op. The patient was reported to be in stable condition and no treatments plans were identified.

Manufacturer narrative:
Information added to d8, h6: component codes, type of investigation, investigation findings, investigation conclusions. This follow-up report is being submitted to relay additional information. Summary: the complaint is unrefuted for one (1) of one (1) mobi-c implant (pn: mb3xxx) for the failure of heterotopic ossification. This device is used for treatment. No medical records were provided with the complaint. Inspection the product was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the lot number was not provided, so the DHR is unable to be reviewed. Potential root cause the product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. A follow-up report will be submitted if new information is received that changes the information provided in this report.